Event description:
During initial implant procedure, the left ventricular lead was difficult to position and was not able to bend as needed. The lead was not used and a new lead was implanted successfully. The patient was fine after the procedure.